Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified vessel. Pre-dilatation was performed with nc balloon catheter resulting to a 50% residual stenosis. Following pre-dilatation, a 4.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. It was noted the distal portion of the stent was stuck in the calcification due to inadequate predilatation. When the device was removed from the patient's body, it was noticed that the distal portion of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.